Event description:
Eye infection. Had been using amo complete moisture plus for about 2 weeks, however the lot number on my bottles are za01883 and za02286. This was the 1st time that I had used this brand and bought it in a kit at at drug store. I had to go to the eye doctor for some antibiotic drops and the infection has cleared.